Event description:
A freeflow occurred. The IV was set up and was running when the nurse noted the IV rate was "too fast". There was no pt consequence.

Manufacturer narrative:
MFR rpt date 11/3/97. The pump was returned and evaluated. The pump had evidence of being dropped with damage to the case. The gap between the follower housing and the pressure plate met specification per the safety alert dated 4/11/97. Rate accuracy was performed and found to meet MFR's specifications. Co has unable to verify the rpt'd feeflow. It is suspected that the freeflow may have been caused by set misload. The correct set loading procedure should be followed per the directions for use (page 9) which states: "close the mechanism by pushing the orange latch to the left. Verify the tubing is fully within the mechanism and the air-in-line detector. Do not use the door to close the orange latch." The MFR has implemented a label instructing the user on proper loading of the IV set with a warning that misloading the set may result in a freeflow condition.